Event description:
Customer reported receiving a sensor glucose reading of 200 mg/dl while her blood glucose reading was in the range of 100 to 120 mg/dl. Customer also stated that the insertion device sticks sometimes and that she had several bent cannulas. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.